Event description:
It was reported that during a surgery it was found that the blade is dull and does not cut into the tendon. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.